Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl. The contact performed a system check and air bubbles were found in the tubing. The contact was to change out the infusion set. A bolus of insulin was delivered to address the bg level.